Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the power cord was damaged and wires were exposed. A manufacturer representative (rep) reported that the camera cart did not boot up when using the damaged umbilical cord, but when using a different cord the system was able to boot up. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735772 h3: a medtronic representative went to the site to test the equipment. Testing revealed that the cord was replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned cable. The cable jacket had a cut, but no internal conductors had been exposed. Otherwise it passed a continuity test with no opens or shorts detected. H6: b01, c02 and d02 apply to the system checkout and concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.